Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open CABG, an error 5 was displayed at the 2nd actuation with the max button. After that, when the blade was cleaned, the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): added additional information. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.